Event description:
A peritoneal dialysis (pd) patient¿s caregiver contacted (B)(6) technical support to report draining slowly message on the liberty select cycler. Message occurred in drain 0 of 3. Flow alert option is set to yes. Patient was connected during incident. Patient is not empty. Patient was constipated. Patient line clamp was opened. Patient also received drain complication encountered. Message occurred in drain 0 of 3. Patient was connected during incident. Patient was not empty. Patient line clamp was opened. The (B)(6) technical support representative advised to re-setup with new supplies. Explained message criteria. Spoke to patient¿s caregiver (B)(6), (B)(6) 2026 3:25 pm at (B)(6) and confirm that the patient was not able to complete the treatment on the cycler the day of the reported event (B)(6). Patient had to cancel the treatment. Patient¿s caregiver stated that patient was not constipated. Patient¿s caregiver stated that patient was admitted to the hospital today (B)(6) 2025. Patient has his catheter blocked and patient will have a catheter replacement. Surgery is scheduled for tomorrow. Patient will not continue with the pd treatment until he recovers from the surgery. Patient¿s caregiver does not know when he is going to be able to return to the pd treatment. Patient does not have a discharged date yet from the hospital. Unknown if patient will be temporarily changed to the hemodialysis treatment. The required information has been obtained; therefore, no further follow up is required at this time. If additional information become available, the file will be reassessed and updated accordingly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).